Event description:
The consumer reported using the prod for six to seven hrs on the right side of her lower back. When the patch was removed, the consumer described a burn which was oozing. The consumer treated the area with peroxide, triple antibiotic ointment, burn cream and gauze. During a previously scheduled visit, she showed her doctor the injury who advised her to continue her current treatment.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.